Event description:
The pharmacists at sunrise hospital and medical center called baxter technical services on (B)(6) 2015 regarding a recent precipitation in a total of 2 bags involving 2 patients. The pharmacists reported these bags were hooked up to the patients at the time of the precipitation. This report is in reference to patient 2 of 2.

Manufacturer narrative:
Method: computer software performance tests conducted. Results: no failure detected. Conclusion: user interface contributed to event. Software date reviewed.